Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: the patient received a laceration due to this complaint that required surgical repair. Was the surgical repair of the laceration performed during the initial procedure in which the device malfunctioned? Yes or, did the patient have to be taken back to the or for a re-operation? N/a. How large was the laceration? 1cm. Did bleeding occur as a result of the laceration? Yes. If bleeding occurred, how much blood was lost (ml)? Less than 100ml. Did the patient require a blood transfusion? No. Report from physician is as follows: the purse string was placed and stapler inserted, held for a minute and fired. There was no ¿clunk¿ as previously experienced and the stapler could not be easily extracted. After removal, it was noted that there was a circumferential tear in the rectal mucosa as if the knife deployed but no tissue excised and no staples fired. The circumferential tear was repaired with interrupted 2-0 vicryl sutures.

Event description:
It was reported that the doctor was performing a hemorrhoidectomy and the doctor fired the device but the knife didn't cut all the way through the tissue and the staples didn't form enough to hold the tissue. The doctor used sutures to complete the procedure with no consequence to the patient.

Manufacturer narrative:
(B)(4). Additional information received from the maude report mw5062939: during a bascom procedure with hemorrhoidopexy, the stapler malfunctioned. Upon set-up and insertion, the stapler was closed, held and fired. The stapler did not respond with the usual noise. Attempted to fire again, unsuccessfully. Could not get the stapler to release. Pds suture was cut to remove the device. Mucosa was cut circumferentially, but only a few scattered staples seen anteriorly, 1cm circumferential layer of mucosa free. Mucosa repair via suture was completed manually.

Manufacturer narrative:
(B)(4). Batch # n54d38. The analysis results found that the pph03 device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.